Event description:
The third party biomed reported the mx40 was not making any noise. No patient involvement.

Event description:
The third party biomed reported the mx40 was not making any noise. The device was not in use on a patient at the time of event, there was no patient involvement.